Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. The sample was visually inspected; a crack on the infusion chamber was observed. The infusion chamber was removed from the pinch plate and the welding profile inspected; the surface profile indicated an inadequate weld. The root cause of the customer's complaint is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. An analysis of similar complaints of inadequate weld confirmed no unfavorable trend for this event. This issue is occurring at a very low level. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a ¿gas leak¿ occurred during the procedure. A surgical technician indicated that it was most likely from the air/fluid of cartridge. The product was replaced and the procedure was completed. No patient harm reported. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Additional investigation information was received from technical services regarding their evaluation of the console. The customer stated the issue occurred during the procedure, however, technical services reviewed the event log on the console for the date and time of the event. The event log showed system message code ¿infusion chamber leak detected. Please eject and replace the cassette,¿ occurred three times within six minutes during priming of the system. It appeared the surgical staff tried to troubleshoot the cassette during console setup before replacing the cassette with a new one. The root cause of the broken infusion chamber is due to an inadequate weld between the infusion chamber and pinch plate. The source of this defect is related to an error in the welding process during manufacturing. The specific failure mode for system message code was unable to be determined as the new information from technical services was received after the retention period of the sample. This system message code is an intended safety feature of the system meant to protect against potential injury and precludes the system from continuing in an unsafe manner thereby eliminating any risk to the patient. Action will not be taken based on this occurrence. An analysis of similar complaints of inadequate weld confirmed no unfavorable trend for this event. The failure mode for system message code could not be determined as the sample was unavailable, as such, no corrective action will be taken for this occurrence. The manufacturer internal reference number is (B)(4).

Event description:
The customer confirmed that the event occurred during the procedure; however, could not state in which phase.